Event description:
Health professional reported a lap-band system was explanted without replacement due to patient complaints of "nausea, vomiting, abdominal pain." The physician noted that the patient "couldn't tolerate any fills.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Vomit, nausea and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. Device labeling addresses the reported event of vomit and nausea as follows: "nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, sever vomiting can result in pouch dilation, stomach slippage or esophageal dilation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Or re-operation to reposition or remove the device may be required.". Device labeling addresses the possible outcome of pain as follows: " ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."